Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a right shoulder arthroscopic procedure with sub-acromial decompression and mini-open superior capsular reconstruction, the tip of the (B)(4), broke off in the patient and the fragment was not retrieved. The case was completed by using a new (B)(4).